Event description:
The customer reported that some of her blood glucose readings between (B)(6) 2018 to (B)(6) 2018 were not being stored in the memory of a contour meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.